Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was selected for support. During an attempted delivery of the device, the catheter kinked and stuck in the patient's vasculature. Surgical intervention was required to remove the device via cutdown of the artery. The patient developed an access site bleed and required 4 unit blood transfusion. The physician opted to refrain from inserting a new impella in order to let the patient rest through the night and re-assess the following day. Unfortunately, the patient expired the following day, however, this was related to multi-organ failure and not related to the complication endured with this device.